Event description:
It was reported the asymptomatic patient presented in clinic for a routine device check. Analysis of the electrograms revealed atrial lead noise. The noise was not reproducible with isometrics. Programming changes were suggested and accepted by the physician and will be implemented at the patient¿s next clinic appearance. The patient is in stable condition.